Event description:
It was reported that the patient presented for in clinic follow-up due to feeling inappropriate shocks. Device interrogation revealed that the right ventricular (rv) lead exhibited non-capture and under-sensing. Programming changes were made. On (B)(6) 2026, a chest x-ray was performed, and rv lead dislodgement was noted. The physician explanted and replaced the rv lead. The patient condition was stable.